Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the scheduled cardiac chambers (congenital structural heart) procedure was aborted. A philips remote service engineer (fse) inspected the system remotely and confirmed the reported event. Analysis of the log file indicated that the connection to the x-ray-pc was lost. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the suite pc had failed leading to unavailability of the x-ray. Fse replaced the suite pc, installed software and reloaded backups. The replaced suite pc was returned for analysis and the part analysis confirmed that the hard disk drive(hdd) bay was defective and solid state drive (ssd) speed was too slow. After the replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray pc failed to bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.